Event description:
It was reported that a nurse found a pediatric patient lying on its side in a bassinet. The user facility stated the mattress appeared to have a divot in the middle, causing the patient to flip from their back to their side. As a result, the patient was found to have a slightly deformed head and was treated with a helmet.

Manufacturer narrative:
The investigation has been completed and section h codes have been updated to reflect this. Upon communication with the user facility it was found that the device did not cause or contribute to an adverse event and section b5 has been updated to reflect this.

Event description:
It was reported that a nurse found a pediatric patient lying on its side in a bassinet. The user facility stated the mattress appeared to have a divot in the middle, causing the patient to flip from their back to their side. As a result, the patient was found to have a slightly deformed head and was treated with a helmet. Upon further investigation no defects were found with the devices and the user facility stated that pediatric patients can easily roll to their sides, no matter what surface they are on. The user facility also stated that pediatric patients are susceptible to head deformation; therefore, the user facility stated the product did not cause or contribute to this event and this is not a reportable issue.